Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: , UDI#: this report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign manufacturer's representative regarding the a810 clinician programmer application (1.1.300). It was reported a problem was raised when interrogating a new pump with the tablet on (B)(6) 2019; the tablet had been updated on (B)(6) 2019. A constant of 114 was displayed on the box. When interrogating the pump with the upgraded tablet, it was 1140. When the representative pulled the report, it was 114.0. It was stated this came from the upgrade, because the representative did a test with another new pump. They first interrogated it with an un-upgraded tablet, and the constant was just 112. They then interrogated it with the upgraded tablet, and the result was 1120. Technical services advised this was an error that appeared when the tablet language was defined with some languages, including french. An image of the synchromed ii packaging was provided, indicating the calibration constant was 114. An image of the a810 application was provided, indicating the calibration constant displayed as 1140. A session report was provided, indicating the calibration constant displayed as "114,0." Additional information was received from a foreign manufacturer's representative (rep) and it was reported that the implant date was unknown.